Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient was unwilling to answer the question regarding when the alleged inaccuracy began. The patient reported obtaining readings of 80, 89, 100 and 90mg/dl using the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for precision. It is not known how the patient usually manages her diabetes, and it is also not known if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient stated that she experienced symptoms of dizzy and shaky an unspecified amount of time after the alleged meter issue began, and reportedly self-treated by consuming additional food and/or drink in response to the reported issue. At the time of troubleshooting, the csr noted that the same approved sample site was being used, and the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.